Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (csd) (10701r159) was advanced to the mitral valve; however grasping attempts were unsuccessful therefore the clip was not implanted and the cds was removed. A second cds (10823r210) was advanced to the left atrium and while testing gripper orientation, it was noted one gripper was not moving. Following unsuccessful troubleshooting attempts the cds was removed and replaced. Two clips were implanted, and the procedure ended with a successful reduction in mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported poor image resolution during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. The poor image resolution was due to insufficient 3d-echo quality. There is no indication of a product issue with respect to manufacture, design, or labeling.